Manufacturer narrative:
The customer reported that the problem is related to the patient¿s house and is not related to the homechoice. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device presented a shock. There was no patient injury or medical intervention associated with this event. No additional information is available.